Event description:
The catheter functioned as intended with no shaft separation confirmed through pre intervention ivus, and the catheter was withdrawn to outside the pt body. When the catheter was prepared again to diagnose for post intervention ivus, the shaft was found separated at the clear tube, prior to the sound insertion of the catheter in the artery. It was not clear when the separation occurred, and if it occurred inside the pt's body, at pre intervention ivus or not. The physician stopped using the catheter right away. There is no portion missing by sight, and there was no pt injury, impact nor adverse effect, so the ivus procedure was completed with a second revolution catheter.

Manufacturer narrative:
The physical examination of the returned product; the device was received in two pieces, with the window section of the device separated at the butt joint approx 23.8cm from the distal tip. In addition, the distal tip showed a slight pinch approximately 23.9 cm from the tip. It is unclear if the observed damage is a result of the procedure or was generated during post procedure handling. (B) (4).